Event description:
Boston scientific received information that this patient's home monitoring system transmitted that high, out-of-range (oor), shock lead impedance for this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) system had been detected. The patient was seen in clinic and the oor impedance values were able to be reproduced. The information was discussed with boston scientific technical services (ts) and troubleshooting and evaluation options were discussed. Ventricular tachycardia therapies were programmed off at the physician's order. Subsequently surgical intervention was done, and upon opening the pocket and removing the generator, it was observed that the distal portion of the shock coil was out of the header. The lead was reconnected. All measurements were normal and two defibrillation threshold (dft) tests were successful. The system remains in service and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.